Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing an accurate volume. The volume to be infused was 20ml at a rate of 200ml/hr. The volume delivered was 17ml. The event occurred during preventative maintenance testing in the maternity department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. Flow accuracy testing was performed with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.